Event description:
A patient reported experiencing inaccurate erratic results with a sse meter. The patient's blood glucose results were 43 mg/dl, 47 mg/dl, 150 mg/dl, 160 mg/dl. Tests were done within < 10 minutes with a difference of 57 mg/dl. Patient did not experience any adverse events. No further information has been reported.